Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The section leader at (B)(6) hospital has reported to sales rep. That the nail has broken where the collum screw is placed. This includes the distal screw. Removal of the nail was performed on (B)(6) 2012.